Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was originally reported that the pt experienced no stimulation. She had her setting at 7.9 volts but felt no stimulation. Subsequently, it was reported that pt had their device system replaced because of non-normal battery depletion and impedances issues with a possible broken lead. The pt recovered without sequelae.